Event description:
The customer reported that their pump screen was dark and would not turn on despite following troubleshooting steps provided by technical support. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, ensuring the customer would use a backup insulin delivery method, multiple daily injections (mdi), until the replacement arrived. The replacement pump with updated software was sent to the customer, and instructions for returning the problematic pump were provided and acknowledged.